Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No pump error 23, pump error 38 or pump error 130 noted during testing. However, device had intermittent pump error 37 during the rewind test due to corroded motor home switch. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged for rewind anomaly, pump error 23, pump error 38, pump error 130, and pump error 37. Allegation to pump giving customer high blood glucoses noted. Device passed the self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No pump error 23, pump error 37, pump error 38, or pump error 130 noted during testing. However, pump error 23 confirmed in the insulin pump history/trace files on (B)(6) 2021 at 11:48am. Pump error 38 confirmed in the insulin pump history/trace files on (B)(6) 2021 at 8:44am. Pump error 130 confirmed in the pump history/trace files on (B)(6) 2021 at 8:46am. In addition, device had constant pump error 38 alarms during the rewind test. The test p-cap and reservoir does lock in place in the reservoir compartment. Device had scratched case and a pillowing keypad overlay. Unable to verify customer alleged for high blood glucoses. Pump error 37 not confirmed during testing or in the insulin pump history/trace files. Pump error 38 confirmed during the rewind test due to corroded motor home switch. Pump error 130 confirmed in the pump history files on (B)(6) 2021 at 8:46am due to corroded motor home switch. Unexpected pump error 23 alarm confirmed on insulin pump history/trace files as a result of pump error 38 causing a unexpected reset. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and passed out. The customer blood glucose level was in the range of 300 mg/dl. The customer¿s blood glucose was 349 mg/dl. The customer reported multiple insulin pump error. They were able to clear the alarm and not able to rewind the insulin pump. The insulin pump will be returned for analysis.